Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: cover edge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg was rejected and pocket was oozing. The patient underwent an explant procedure. Device malfunction was not suspected.

Manufacturer narrative:
Additional information was received that the patient experienced abscess behind the ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was rejected and pocket was oozing. The patient underwent an explant procedure. Device malfunction was not suspected.